Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device fluid leakage was felt at top of septum. The following information was provided by the initial reporter, translated from (B)(6) to english: fluid leakage felt during use. During the process of checking and twisting, the connector is broken. The medical staff is not injured, and the treatment of patients was not affected.